Event description:
The following has been reported by customer: constant unresolvable air bubble alarm while running amiodarone. Replaced pump, line, and infusion. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.